Event description:
Quality manager at protheos, reported the following event from her customer: "one ampoule of cement broke."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.